Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgment occurred. Details of the lesion are unknown. Using a guiding catheter, the physician attempted advancing a 3.0x28mm promus element stent delivery system (sds) to the target lesion. However, there were resistance and the stent dislodged but remained contained in the guide catheter. The sds and the guide catheter were removed as a unit outside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).